Event description:
The customer initially called to report repeated motor error alarms on the insulin pump. The customer then stated that she was hospitalized with a low blood glucose reading of 17 mg/dl. The customer stated that she forgot to eat breakfast that day. Troubleshooting was not possible due to the motor error alarms. Advised the customer to revert to a back-up plan and explained that the insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.